Event description:
Customer reportedly received result of 393 mg/dl on the advantage system and 90 mg/dl on professional device within 10 mins. Customer was given something to eat; he tested one hour later on professional device with result of 150 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.